Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services were dispatched for them on (B)(6) 2020 because the customer passed out, hit her face on the counter and busted her lip and also broke her ankle on both sides and had a low blood glucose level of 31 mg/dl. The customer was treated with intravenous glucose. The customer also reported that the battery cap was lost. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test test at 0.0871 inches. Device uploaded properly using carelink. Device communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly, cal error alert, calibration not accepted alert, change sensor alert or bad sensor alert noted. Device was received without the original battery cap. Unable to very damage to the battery cap. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).